Event description:
It was reported that the patient¿s stimulation was turning off. The reporter stated that 3-4 months ago the patient was walking down the stairs and carrying their (B)(4) with the left hand with the (B)(4) over their implant. It was noted the patient was not feeling well so they checked their implantable neurostimulator (ins) and it was off. The reporter stated the (B)(4) turned the ins off. Additional information was requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178-2013-17413.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 3387-40, lot# v002005, implanted: (B)(6) 2006, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3387-40, lot# v002005, implanted: (B)(6) 2006, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).